Event description:
The patient reported that in (B)(6) 2010, he removed the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. He removed the plunger with a screwdriver. The display of the infusion device turned off and the infusion device no longer functions. No alert or error message was displayed. The patient changed the battery and was unable to resolve the issue. He switched to his backup infusion device. Two weeks later, the primary infusion device functioned properly. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.